Event description:
Surgidac-endoclip broke off a piece in pt. During procedure; "surgeon and staff noted a small piece missing off upper right side of surgidac o. Sterile field and table searched . Xray taken small object noted on xray. Confirmed by radiologist (dr. (B)(6) covidien medtronic rep - (B)(6), notified 06/16/2023.